Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ups batteries were replaced during the service call, and the rtos and gpos cpu assembly fans and heat sinks were cleaned during the evaluation process. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.